Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 276mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle first rib crush. Analysis confirmed the lead fracture. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead had a fracture. As a result, this ra lead was explanted and successfully replaced with a non-boston scientific ra lead. Other than the procedure and the prolonged surgery, no adverse patient effects were reported. This ra lead was already returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead had a fracture. As a result, this ra lead was explanted and successfully replaced with a non-boston scientific ra lead. Other than the procedure ad the prolonged surgery, no adverse patient effects were reported. This ra lead was already returned to boston scientific, but further analysis has not yet been completed.